Manufacturer narrative:
The lens remains implanted and the lot number was not provided. Therefore, a product evaluation and device history record review could not be conducted. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there is a power miss and a slight refractive shift. Allegedly, the patient was 20/25 one week post-op and is now +2.00 4 to 5 months post-op. The surgeon is evaluating treatment options. Additional information has been requested, but no additional information has been received. This report is 1 of 2 for the patient.